Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that pump was alarming. The rep received a call from the hcp regarding this patient and tried to consult with him over the phone. The hcp said he was going to consult with different hcp about replacing the pump. Any environmental/external/patient factors that may have led or contributed to the issue were not applicable. Diagnostics/troubleshooting were not applicable. At the time of this report, it was unknown if the issue was resolved and patient status was alive-no injury. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the cause of pump alarming was pump stall. Patient was admitted to hospital for pain control and management of opioid withdrawal. Patient would need replacement or explant. No further complications were reported.